Event description:
I used renu with moistureloc from approx 2005 thru 03/29/06. During the use of this product, there was burning of the eyes, tearing of the eyes (watery eyes), redness of the eyes, and mucus in the corner of the eyes and for some reason sun light would bother my eyes. The last dr's visit for these symptoms I was given a rx and advised to wear my glasses. To present date I am still wearing m y glasses, which recently I had to buy another pair and found out the vision in my left eye had decreased substantially, more so than the right eye. The diagnosis was allergic (allergy) in the eyes, poor distance vision and poor near vision.